Event description:
The customer reported platelet background failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. On (B)(4) 2014, the beckman coulter field service engineer instructed the customer to replace dxh diluent lot number 3510490 on system with new diluent, lot number 3510460. After new diluent was primed, backgrounds passed. (B)(4). There were two unicel dxh 800 coulter cellular analysis systems in this customer's facility. MDR 1061932-2014-02005 was associated with serial number (B)(4). This MDR is associated with serial number (B)(4).